Manufacturer narrative:
Patient information: no further patient information was provided by the customer. A review of tickets was performed for reagent lot number 33535un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for lot number 33535un19 was within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the calcium reagent for lot 33535un19 was identified.

Event description:
The customer observed falsely depressed calcium results generated on the architect c16000 processing module. The following data was provided: sid (B)(6) initial calcium result = 0.95 mmol/l, repeats on another architect = 2.21mmol/l and 2.22mmol/l. No impact to patient management was reported.